Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was noticed that the stent delivery wire (sdw) and the introducer sheath were returned inserted in the dispenser hoop. The device was removed from the dispenser hoop. The sdw was advanced through the introducer sheath. The stent was not returned. The distal sdw was kinked/bent. The introducer sheath tip was damaged. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed during analysis as the stent was implanted but the results of the analysis carried out on the sdw are consistent with the event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. It was reported that "during the stent implantation procedure for a right posterior communicating artery (pcoma) aneurysm, the distal diameter of the parent artery was 3.6 mm, and the proximal diameter was 4.8 mm. After the procedure commenced, the physician used a guidewire to superselect a microcatheter to the middle segment of the right middle cerebral artery (mca) and left it in place. Subsequently, after deploying the stent to cover the aneurysm neck, the physician used a microguidewire to massage the inner wall of the stent. However, at this point, significant foreshortening occurred at both the distal and proximal ends of the stent towards its middle segment, resulting in the distal end of the stent failing to cover the aneurysm neck. The physician then re-superselected the microcatheter and successfully deployed a second stent in a telescoping manner at the distal end of the first stent through the microcatheter, thereby completing the procedure smoothly." Product analysis found the stent had been deployed (implanted). The sdw was found to be kinked/bent which indicates the device encountered a force during use. It is most probable the stent became deformed due to the anatomy of the patient. Additional information indicates "doctors believe that the actual diameter of blood vessels is larger than the measurement results". Based on the review of all available information 'an assignable cause of procedural factors will be assigned to the reported event ¿stent deformed¿ in addition to the analysed event of ¿stent introducer sheath distal tip damaged and sdw kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported event of ¿patient medical or surgical intervention required¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that when the physician used a guidewire to massage the deployed stent (subject device) at the neck of aneurysm at posterior communicating artery, foreshortening of the stent occurred. The distal end of the subject device failed to cover the aneurysm neck thus the physician implanted another stent at the distal end of the subject device to cover the aneurysm and completed the procedure. No clinical consequences were reported to the patient.